Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause : mlc-21 improper technique of obtaining or applying blood sample. (B)(4). At follow-up call on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she had gone to see her primary doctor on (B)(6) 2017 due to the symptoms she had at the initial call. Customer stated her doctor had told her that her blood work is normal - both blood glucose and hematocrit levels are normal. Customer stated she was not provided number results. Customer stated her doctor told her she is well and did not need any intervention. Customer stated device was performing well and no replacement was sent.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. The e-0 occurred as soon as the blood sample was absorbed and with multiple test strips. During the call on (B)(6) 2017, the customer reported symptoms of dry mouth and urinating a lot. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 91 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/13/2018 and open vial date at time of call is about two weeks. The meter memory was not reviewed for previous test result history.